Event description:
It was reported the pt's ipg was unable to maintain a charge. The pt stated recharging would take six hours and the charge would only last 45-60 minutes. Follow up info identified the ipg was replaced on (B)(6) 2014.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.